Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a communication issue with the one touch ultralink meter. The patient stated that the result was not sent to the medtronic device. This complaint is being classified based on the customer care advocate (cca) documentation and additional information obtained from medical surveillance specialist( mss) in a follow up call. The patient reported that the alleged issue began on (B)(6) 2014 at around 4:15 p.m. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient mentioned that she was still able to obtain blood glucose readings with the subject meter and felt they were not accurate with her feelings; however the result was not known. The patient began using a back up meter in response to the product issue. The patient stated ¿6 days¿ after the alleged issue occurred, she developed symptoms of ¿low blood sugar, shaky, in need of assistance¿. On ¿ (B)(6) 2014 at 5pm¿, the patient reported that a home health/visiting nurse treated her with glucose tablets/gel. At the time of troubleshooting, the cca walked the patient through checking the meter features; a result was obtained on the lfs meter. The medtronic device had been put through troubleshooting and rf wireless was turned on. The issue remained unresolved. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to communicate with the medtronic device and have to use another device; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.